Event description:
The following description is made without the availability of patient records. In approximately 2008, a gore propaten vascular graft was implanted in a male patient as a lower limb bypass. On an unknown date, the graft thrombosed and a thrombectomy was performed followed by four days of heparin drip therapy. On an unknown date, the patient was diagnosed with heparin-induced thrombocytopenia (hit). On approximately one and a half months later, the graft was explanted. Phone calls and a formal request for the release of the explanted graft an medical records have been submitted to the hospital. The hospital has refused to release the explanted graft or medical records to gore, pending patient authorization to the hospital to do so. No further information will be available.